Event description:
The customer reported a piece of the cc4204a collamer single piece lens was missing after it was delivered into the eye. The lens was cut out of the eye and replaced without any patient injury. The surgeon indicated the event was the result of a loading error.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4) - no known consequences or impact to the patient. Torn material. Evaluation results: visual inspect ion of the returned lens showed the lens was returned in liquid, the optic was torn and a piece of the lens was torn off and missing. (B)(4).